Event description:
It was reported that on an unknown date, during a procedure, the screwdriver shaft was not working correctly. The screw head could not get on top of the screw. The case was completed without a delay. Patient status is unknown. This report involves one (1) stardrive screwdriver shaft qc/t15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. Part #: 314.116, synthes lot #: 7761357, supplier lot #: n/a, release to warehouse date: december 1, 2014, manufactured by: monument, no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the sddrive screwdriver shaft qc/t15 (part #: 314.116, lot #: 7761357) was received at us customer quality (cq). Upon visual inspection, the distal end of the device was stripped and twisted. The condition of the device is consistent as an end-of-life indicator for the device. No other issues were identified. The received condition is consistent with the complaint condition thus the complaint is confirmed. Functional test: a functional test was not performed on the returned device as it was returned by itself, but the alleged functional issue was confirmed due to the observed condition. Can the complaint be replicated with the returned device(s)? Yes investigation conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.